Manufacturer narrative:
The ventilator was investigated by our field service engineer. Water in the air gas module was noted. The air gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. The most probable source of water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o <7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).